Event description:
A us distributor reported that a patient's electrode belt cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the ECG ¿d¿ cable area being pulled from strain relief, causing the belt to not pass detect and treat testing. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.